Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control and motor endstage board. Both boards were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed a motor controller error message during priming. There was no patient involvement.

Manufacturer narrative:
The defective boards were returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed. The visual inspection confirmed fluid ingress has root cause for the reported malfunction. However, it could not be determined how the fluid came into the device.